Event description:
The outer stainless wire of hernia mesh detached from the mesh and migrated to pt's left thigh. The stainless wire eventually poked through the pt's skin where the pt then pulled the remaining wire out through the skin.